Event description:
A report was received that the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4). Device evaluation indicated that the ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.